Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted there were extensive omental and small bowel adhesions to the anterior abdominal wall around the old mesh. This dissection required 2 hours. There was a 1 cm fascial defect at the superior edge of the old mesh with a 3 cm cavity in the subcutaneous tissue. The old mesh as contained in a concavity from some element of rectus diastases. The old mesh was excised. It was reported that the patient experienced severe pain, abdominal pain and stomach problems. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.